Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Right sided deflation was diagnosed through a physical examination post procedure. As a result prosthesis replacement with saline implants was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 8/3/2018. The event date was added. The patient's age at the time of the event was updated. The explant date was updated. The replacement implants were mentor smooth round high profile 380cc saline prostheses. The investigation of the returned product was completed by the failure analysis lab on 8/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Right sided deflation was diagnosed through a physical examination post procedure. Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. Brown and white material were observed on the shell surface. Visual evaluation of the device revealed a rent measuring 1.0 cm within an area of siltex cracking on the anterior view. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, siltex cracking, and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. In addition to the right sided deflation initially reported, the replacement surgery revealed right sided capsular contracture (baker's grade unknown). There was some right sided bleeding after placement that was resolved by removing more capsular scar. The final fill volume of the prostheses was 450ccs. The patient was taken to the recovery room in stable condition. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor product evaluation (pe) lab investigated the reported complaint of capsular contracture. Pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).